Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called in to report a no delivery during manual prime. The customer's blood glucose level was 457 mg/dl. The customer treated with the insulin pump. The customer rewound the device and it did not alarm no delivery. The caller was informed that the device was working as designed. Nothing was replaced or returned for analysis.